Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm b01, fdr c19, fdc d14 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that when attempting to perform 3d final spin, the system would not expose. The navigation system displayed all green indications. The navigation system was disconnected and reconnected. The imaging system was unable to produce x-ray and push manually. It is noted that this is potentially an mds (minimum data set) error reported. The procedure was delayed by less than one hour and there was no impact on patient outcome.